Event description:
Baxter renal homecare services representative sent an email to corporate product surveillance on (B)(6) 2012 to report a call received on the same day by the home patient's (hp) registered nurse (rn) to report that the home patient has been experiencing cracked minicaps. The rn stated that the hp had given her 2 minicaps. The rn had the lot number from the last minicap but did have the lot number from the other minicap received. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012 regarding the home patient's (hp) cracked minicaps. The rn stated that the hp has been finding a cracked minicap in all her past orders since (B)(6). The rn said that she has been changing out the hp's transfer set every time she reported a cracked minicap. The rn said the hp had discarded the other samples. The rn did not know if the hp turned the cap too hard. Therapy has been going well since incident. No patient injury or medical intervention was indicated. No further information was provided. This report is for the month of (B)(6). Report 7 of 9.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues or deviations noted during the manufacturing process. The reported issue was not confirmed and the root cause could not be determined because a sample was not returned.